Manufacturer narrative:
Based on the results of investigation. Reported event: pin is coming out of the side of the partial knee end effector 111770. Device evaluation and results: visual inspection: visual inspection confirms alleged failure of the 111780 ee2 dowel pin, burr release not being properly seating in it¿s hole. Dimensional inspection: dimensional inspection was not completed, visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate 21 devices were manufactured and accepted into final stock including serial number (B)(4) on (B)(6) 2011. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111770, lot 26021210 serial number (B)(4) shows zero number of complaints related to the failure in this investigation. Tracking of complaints related to the 111770 part number will be tracked through quarterly trend request (B)(4). Conclusions: alleged failure was confirmed. The 111780 ee2 dowel pin, burr release was coming out of its hole. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case a pin from the end effector was coming off but the tech was able to push it back in with a metal punch. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case a pin from the end effector was coming off but the tech was able to push it back in with a metal punch. The outcome of the case was successful.